Event description:
It was reported the tachycardia alarm did not ring in the room. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer and analyzed the logs provided by them. The rse found the red fib/tachy alarmed/rang in the room and at the central station on (B)(6) 2025 at 22:49: on (B)(6) 2025 22:49 dech1, fib/tachy, the ventilator generated at 22:49:17. Pic ix: ixurg. On (B)(6) 2025 23:09 dech1, discharge 1410401 and on (B)(6) 2025 23:09 dech1, fib/tachy ventilator completed. Pic ix: ixurg. This same alarm was acknowledged from the room at 23:09. The rse did not observe any issues within the logs regarding the monitor and the central station. The central station logs were also sent to an internal product support engineer (pse) and he agreed with the rse's evaluation. The pse noted from the central station logs, there was a red alarm that sounded at 22:49 on (B)(6) and then the alarm stopped at 23:09 as confirmed with the rse. The logs showed visual/sound alarms were present at the central station during the time of event. No further investigation or action is warranted at this time.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to (1218950-2025-000123) for further information regarding this complaint.